Event description:
It was reported that a physician's (B)(4) handheld computer was not functioning properly. The screen would freeze upon the interrogation successful screen. The physician re-seated the flashcard which resolved the issue. The site will keep the handheld as they can troubleshoot the issue and do not want a replacement.